Manufacturer narrative:
(B)(6). Result - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse was administering an insulin injection with the suspect device and medication leaked to the patient's skin. The nurse touched the inner shield and as the needle had not retracted, she sustained a needle stick injury to the middle finger of her left hand. The nurse suspects the safety mechanism had not activated. The patient is a (B)(6) carrier. The nurse received lab work but no infection was confirmed at the time of report. The patient reports feeling the injection and did not have high blood glucose levels following the incident.